Manufacturer narrative:
Evaluation summary: cause for screw loosening and subsequent loosening of articular surface cannot be definitively determined. Evaluation: surface exhibits deformation damage to dovetail along with gouging to anterior surface. Anterior aspect of distal surface exhibits an apparent impression of tibial plate along with wear. Dimensional analysis could not be verified due to device being steam cleaned. Articular surfaces exhibit some minor pitting and wear. Device history records indicate MFR to specification. Support screw would not fit onto gauge and exhibits some minor deformation to lead thread of screw.

Event description:
It is reported that the device was implanted in 2005. Post-op, the pt came into the doctor's office complaining of pain. The doctor noticed instability. During the revision surgery in 2007, the doctor found that the poly was loose and worn posteriorly, so he changed the poly and implanted another lot #60044116.